Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient ins is turning off by itself. Patient said when she notices she has to urinate a lot and is having leakage she checks the ins with the pp and the ins is off. During the call it was reviewed how to use the pp. Patient is using the pp correctly and doesn't push the stim off button. During the call when patient synced with the ins stimulation was off. Patient turned stim on during the call. Patient understands stim off button vs pp on/off button and is using buttons correctly. Rep said the patient had met with the hcp and they too ruled out user error. Additional information received later on (B)(6) 2020 stated patient is having pain on the left side of her buttocks and she had been real sore. Patient said she feels like the pain if she bends down to pick something up. Patient said she feels like the pain is from the device. Patient said w hen the device is off she still has the pain. Patient said she has lost over 100 lbs. Patient said the pain started a few months ago. Patient had an appointment with doctor and rep on thursday. No further patient complications are anticipated or expected as a result of this event.